Event description:
It is reported that the device was revised in 2009. In three months prior, pt was struck by a forklift and felt a "pop" in his knee. Knee has been painful since. Operatively, tibia was loose. Femur was well fixed. Implant date is unk.

Manufacturer narrative:
Eval summary: the devices were in vivo for approximately 5 years. The devices were returned and met print specifications were measured. There were also 3 x-rays provided. The sagittal x-ray was most informative, indicating a slight gap between the tibial baseplate and tibia. The sagittal x-ray also revealed a slight gap between the anterior flange of the femoral component and the femoral bone. Examination of the femoral component reveals copious amounts of bone cement firmly attached to it. The product experience report states the femoral component was well fixed operatively. The articular surface exhibits some signs of wear on the condylar surfaces. It also has indications of cold flow of the polyethylene into the five counter-bores on the tibial baseplate. The tibial baseplate has indications of micro motion wear on both proximal and distal surfaces. The micro motion wear on the baseplate distal surface indicates that the baseplate was loose and moving at some point during implantation period, agreeing with the per statement that the baseplate was "grossly loose". It is also important to note there is little remaining cement on the baseplate. The most probable cause of the tibial baseplate loosening is the accident in which the pt was hit by a forklift and heard a "pop". The pain the pt experienced could have resulted from the loosened baseplate, or another injury the pt may have incurred during the accident. In conclusion, the device most likely loosened aseptically due to extreme forces placed on the joint during the accident, which could have also lead to the pain experienced since the accident. Device history records indicate all components were manufactured and inspected to specification.